Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2002. The patient was reported to have a short angulated aortic neck. Aneurysm and vessel morphology is unknown. It was reported that the patient returned to the hospital for follow-up evaluation and migration of stent graft into the aneurysm sac was noted. The patient was scheduled for surgical conversion and the device was explanted on an unknown date. The patient is reported to be fine and no additional clinical sequelae were reported. Medtronic ave has received the explanted device and its analysis is pending.